Manufacturer narrative:
Reporting institution phone number -(B)(6). Reporter phone number -(B)(6).

Event description:
It was reported that an oxygen pressure alarm was observed in the device. There was no patient involvement at the time the event occurred, no patient or user harm reported. The customer reported observing an error message (oxygen pressure alarm). It was also reported that the same oxygen source was working on other v60 devices of the same model. The remote support engineer (rse) recommended checking if the gas deliver system was faulty. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer reported that the issue was caused by user error. The device was returned to service.